Event description:
The pt experienced substernal chest pain with radiation to her upper extremities. Following a percutaneous transluminal coronary angipoplasty(ptca) to the right coronary artery, she returned to cath lab for angioplasty and stent deployment. Post successful stenting, the pt experienced a reflow problem. An attempt to place an intra aortic balloon pump was associated with hypertension and a complaint of back pain. During an exchange of the sheath in the right groin from a 6fr to 8fr product, it was noted that the iabp could not be advanced smoothly. An exporatory laparotomy revealved a right external illac artery dissection at a plaque. The artery was ligated and an iliofemoral bypass was performed. The procedure was not sucessful in reversing the hypertension and cardiogenic shock. The pt was transported to intensive care where she subsequently suffered a cardiac arrest and expired. The medical examiner reporter that the expiration of the pt was due to consequences of acute myocardial infarct and hypertensive and arteriosclerotic cardiovascular disease.